Event description:
It was reported that a nurse found that the patient's blood oxygen saturation decreased to 85%. The attending doctor found that the endotracheal tube was leaking so they changed the device. No patient injury was reported.